Event description:
Customer reported a no delivery alarm and shortened battery life on her insulin pump. Customer's blood glucose is 212 mg/dl. She stated her blood glucose has been out of control. She goes high and when she corrects, she goes low. Her blood glucose in the mornings can run from 160 mg/dl to 560 mg/dl. The battery life lasts shorter than two weeks. Customer recently changed from energizer batteries to alkaline dg home depot brand batteries. The battery contacts have a little scuff mark, but no corrosion. A replacement cap was sent. Customer stated she has had issues with infusion sets breaking, leading to no delivery alarms. Customer was unable to troubleshoot for the no delivery alarm because the issue was resolved by changing out her infusion set. Customer also stated there is crack on the screen. She was advised to call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.